Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a constant high pressure alarm. There was no reported adverse event.

Manufacturer narrative:
Corrected data: correction- no patient involvement. Found during testing.

Event description:
Event occurred while testing. No patient involvement.

Manufacturer narrative:
Returned device was received in fair physical condition but the housing was damaged. No evidence of reported problem in event log was found. During the evaluation of the device, the device was tested 3 times and each time passed within specifications. The downstream sensor will be replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.